Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping while he was attempting to troubleshoot another issue of the cns not being able to print. No patient harm was reported. Nihon kohden technical support had the bme remove the hard disc drive (hdd) from port 1 and booted up the cns but the cns still was looping. Nihon kohden technical support had the bme power the cns down and removed the network cable to force the monitor disconnect message to appear. Once the system was back up and the error message appeared the bme plugged the network cable back in and launched into the cns software. The cns was still boot looping, they removed the network cable and cleared the error message on the cns. Nk tech support had the bme power down the cns through windows, then rebooted the cns and this time the cns was able to successfully into the cns software. The issue of the cns not being able to print was resolved by adding the printer to the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping while he was attempting to troubleshoot another issue of the cns not being able to print. No patient harm was reported. Nihon kohden technical support had the bme remove the hard disc drive (hdd) from port 1 and booted up the cns but the cns still was looping. Nihon kohden technical support had the bme power the cns down and removed the network cable to force the monitor disconnect message to appear. Once the system was back up and the error message appeared the bme plugged the network cable back in and launched into the cns software. The cns was still boot looping, they removed the network cable and cleared the error message on the cns. Nk tech support had the bme power down the cns through windows, then rebooted the cns and this time the cns was able to successfully into the cns software. The issue of the cns not being able to print was resolved by adding the printer to the cns.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping while he was attempting to troubleshoot another issue of the cns not being able to print. No patient harm was reported. Nihon kohden technical support had the bme remove the hard disc drive (hdd) from port 1 and booted up the cns but the cns still was looping. Nihon kohden technical support had the bme power the cns down and removed the network cable to force the monitor disconnect message to appear. Once the system was back up and the error message appeared the bme plugged the network cable back in and launched into the cns software. The cns was still boot looping, they removed the network cable and cleared the error message on the cns. Nk tech support had the bme power down the cns through windows, then rebooted the cns and this time the cns was able to successfully into the cns software. The issue of the cns not being able to print was resolved by adding the printer to the cns.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping while he was attempting to troubleshoot another issue of the cns not being able to print. No patient harm was reported. Nihon kohden technical support had the bme remove the hard disc drive (hdd) from port 1 and booted up the cns but the cns still was looping. Nihon kohden technical support had the bme power the cns down and removed the network cable to force the monitor disconnect message to appear. Once the system was back up and the error message appeared the bme plugged the network cable back in and launched into the cns software. The cns was still boot looping, they removed the network cable and cleared the error message on the cns. Nk tech support had the bme power down the cns through windows, then rebooted the cns and this time the cns was able to successfully into the cns software. The issue of the cns not being able to print was resolved by adding the printer to the cns.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the central nurse station (cns) was boot looping while he was attempting to troubleshoot another issue of the cns not being able to print. No patient harm was reported. Nihon kohden technical support had the bme remove the hard disc drive (hdd) from port 1 and booted up the cns but the cns still was looping. Nihon kohden technical support had the bme power the cns down and removed the network cable to force the monitor disconnect message to appear. Once the system was back up and the error message appeared the bme plugged the network cable back in and launched into the cns software. The cns was still boot looping, they removed the network cable and cleared the error message on the cns. Nk tech support had the bme power down the cns through windows, then rebooted the cns and this time the cns was able to successfully into the cns software. The issue of the cns not being able to print was resolved by adding the printer to the cns. Investigation summary: the cause of the printer issue was user error with printer set-up. The boot loop issue recurred under a subsequent ticket. The device was returned to nihon kohden (nk) on a different ticket for the same reported issue of hdd issues on 12/12/2023. Nk repair center (rc) evaluated the unit on 12/13/2023 and duplicated the complaint. Nk rc found that the hdds were degrading and needed to be replaced. No physical damage nor fluid intrusion observed. The hdds were replaced to repair the device. Possible causes may include hardware component failure of the hdds or another component, or the customer's network environment. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the customer's complaint history did not show any trend for this issue and device model. Nk will continue to monitor and trend similar complaints.